Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023, the patient experienced a left ventricular assist device (lvad) driveline infection. On (B)(6) 2023, the patient was hospitalized and was treated with oral antibiotics resolving the infection without sequalae. The patient remained in the hospital and underwent a heart transplant on (B)(6) 2023. On (B)(6) 2023 the patient was diagnosed with a fungal infection and cultures were positive for micafungin. The patient was treated with parenteral antibiotics.

Manufacturer narrative:
Previous driveline infection: MFR # 2916596-2023-01514. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.